Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, detached, and the stent was unable to be deployed. The scope and device were removed from the patient and the procedure was not completed. There were no patient complications. The patient was reported to be in good condition.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, detached, and the stent was unable to be deployed. The scope and device were removed from the patient and the procedure was not completed. There were no patient complications. The patient was reported to be in good condition.

Manufacturer narrative:
Visual inspection of this device revealed that the tuohy borst usually attached to the proximal end of the guide catheter was detached from the guide catheter. The push catheter was buckled at the proximal end of the push catheter hub and there were several bends along its entire working length. A kink was noted on the push catheter at approximately 50 centimeters from the distal end of the push catheter hub. The suture hole on the push catheter was torn. The suture and the stent were not returned. Functional evaluation could not be performed on this device due to the damages observed on the device upon received. The guide catheter was torn jaggedly into two pieces (containing the proximal and the distal remnant). The proximal remnant of the guide catheter was stretched and kinked and the distal remnant was found stretched and kinked. Evaluation of the returned device revealed both the guide and the push catheter most likely became damaged at the same time during the procedure, probably due to excessive force applied in the attempt to retract the guide catheter and deploy the stent. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.